Event description:
Pt had total knees done in 1990. Still in place from that operation. On the left knee are the stemmed tibial plate and femoral component. Other components were removed after pt had multiple dislocation episodes and subluxation episodes. Pt underwent revision arthroplasty with conversion of his tibial tray to a larger size for better soft tissue balancing which stopped the dislocations. In addition, his left patellar component was loose, so it was removed.